Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) asking them to review the therapy that it was provided during two episodes. Ts reviewed the episodes and indicated that for the first one, the device delivered anti-tachycardia pacing (atp) therapy, which did not convert the arrhythmia, so the device provided eight additional shocks to convert the rhythm. For the second episode, all available therapy was delivered without immediate termination of the arrhythmia, which converted spontaneously at the end. X-ray imaging was recommended to verify the position of the system and reprogramming options were provided. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.